Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 (yellow light). Unit was also noisy. The key failure was a noisy compressor and when replaced leaks on sieve bed, product tank, heat exchanger and hoses were discovered.